Manufacturer narrative:
Thrombus and gi bleed are potential events that may be associated with use of the product. The instructions for use (IFU) and patient manuel addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The instructions for use (IFU) and patient manual also provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Hvad pump (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed multiple high watt alarms and a rise in power consumption for the reported event date. Analysis of the device revealed that the device failed to meet specifications; the device passed functional testing and dimensional verification, but failed visual examination due to the scoring marks observed on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. As per IFU: high watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
The report received indicated that the patient arrived to the emergency department (ed) on (B)(6) 2015 with multiple high watt alarms. The patient was admitted for suspected pump thrombus and was placed on heparin. Ldh was noted to be 459 (baseline 170s). Echo was obtained with outflow velocity 1.7 m/s. The high power limit was set appropriately at 5.5 w. Log files were sent which showed "power consumption above normal." 9.4 lpm / 2480 / 4.5 w. Thirteen high watt alarms were logged. An increase in power consumption was noted starting on (B)(6) 2015 to a peak of 5.5 w. The patient denied hematuria. Inr was subtherapeutic at 1.5, but has been therapeutic in the past. On (B)(6) 2015, the patient developed melena, so heparin was stopped. Ldh was 362. On (B)(6) 2015, vad powers spiked > 10 with pump speed changing +/- 20 rpms at times. The patient could feel pump during power spikes. Heparin was restarted. Ldh was 847. Outflow velocity = 2.7 m/s. On (B)(6), patient developed hematuria and signs and symptoms of gastrointestinal (gi) bleed. Ldh was 2079. The patient was taken for emergent pump exchange on (B)(6) 2015. Thrombus was not visualized during pump exchange. The patient tolerated the pump exchange well. The patient was discharged on (B)(6) 2015 and is reported to be doing well at home. Investigation is ongoing.